Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint des was used to treat the lcx. Approximately 33 months post procedure patient died cardiac death due to chest pain.